Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Signals in the run data file (rdf) indicated that the trima device operated as intended by flagging the procedure to verify wbcs. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reporter that during the addition of the t-pas an alarm occurred to close the channel clamps. The customer verified that the clamps were close correctly. The donation was completed that the donation was completed without incident. The customer reported that after the sealing was performed a slight contamination of red blood cells was observed in the platelets. There was not a transfusion recipient or patient involved at the time of the event, therefore no patient information is reasonably known. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer reporter that during the addition of the t-pas an alarm occurred to close the channel clamps. The customer verified that the clamps were close correctly. The donation was completed that the donation was completed without incident. The customer reported that after the sealing was performed a slight contamination of red blood cells was observed in the platelets. There was not a transfusion recipient or patient involved at the time of the event, therefore no patient information is reasonably known. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.